Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. The customer reported that insulin pump does not stopped beeping and turned down to one beeps, buzzes and a lil quieter and beeps every single night. Customer stated that was not stopping beep and blood glucose goes high and then beeps again. No harm requiring medical intervention was reported. The device will not be returned for analysis.